Manufacturer narrative:
Per the tandem user guide: to activate the bluetooth wireless technology communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. Reportedly, the incorrect tx ID was entered into the pump. The correct tx ID was entered and the sensor was successfully started.